Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an optiflo injection needle device was used during an unknown type of procedure in the gi tract. According to the complainant, the needle would not retract, once it was pushed out of the catheter. This occurred inside and outside of the patient. Also, when they injected contrast through the needle port, it didn't come out of the needle; the contrast came out of the flushing port. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) - (failure to inject medicine). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Additional information: the product was not damaged upon removal from packaging.

Manufacturer narrative:
(B)(4). The returned device was evaluated. The reported complaint was not confirmed. No problem was found. The piece was analyzed by fluid in both ports with successful results. The device worked properly when advancing and retracting needle using the thumb ring. A review of the device history record (DHR) was performed; no anomalies were noted.